Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by slow station performance and login failures.a field service engineer changed the network speed to half duplex to resolve the issue.a field service engineer reported that the user could not retrieve the medications when dispensing them to a patient because of this malfunction.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station, specifically regarding slow performance and login failures. The customer reported that the station was experiencing significant delays and login issues, with the error message explicitly indicating the database 'dsclientoltp'. There were no adverse events or injuries reported based on this incident.